Manufacturer narrative:
The user reported hcp's inability to remove the sensor during first attempt. The event happened on 18 march 2025 at 11 am. User mentioned that hcp put him on antibiotics as a precaution. Several attempts were made to follow up with the user to gather additional information and about the next removal dates. However, no response was received. Inability to remove the sensor is a known and anticipated potential adverse effect, which does not require additional investigation. B4. Date of this report 04 may 2025. G3. Date received by the manufacturer? 04 may 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that the physician was unable to remove the sesnor on the first attempt made on (B)(6) 2025.